Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b6, h6.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed two broken device assessed as an unidentified (tear) opening and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported left side "rupture." The device has been explanted.